Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2026 as the patient pulled it while he was sleeping. No further information available.